Manufacturer narrative:
Exemption number e2015058. (B)(4). The device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, belfast on the 20th july 2011. The history log for this device showed that the pad-pak was first installed on the 21st september 2011 and that it had performed all self-tests up to and including the last log entry on the 28th may 2017. The device was disassembled to investigate and upon visual inspection of the pcba, a capacitor was found to be bulging and vented. This would suggest the capacitor had failed. This would then cause an installed pad-pak to potentially blow its fuse and therefore appear depleted. This would account for the device failing to power on and the lack of status led. The functionality of the circuit is tested at both final test. Therefore, it is concluded that the component failed after dispatch. The user would have been alerted by the absence of a green flashing status led. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device will not switch on.